Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. Troubleshooting of the AED with the customer did not identify a cause for the depleted battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED does not appear to have been serviced in quite some time, the asi is blank and it will not power on. A customer reported that their AED was able to power on with a spare battery pack but it prompted a service code. They reported that this did not occur during patient use.